Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was over 600 mg/dl and it was addressed with a bolus via the pump. Reportedly, the customer had blurred vision. System check could not be performed with tandem technical support as the customer was driving at the time of report. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.